Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to a component failure, which is an expected or random component failure without any manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the visera hystero videoscope had a liquid dripping from the light guide bundle, the control unit was sticky, the up down plate was sticky, and the universal cord was sticky. There was no patient involvement.